Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invading the el-connector during user handling of the device. It resulted in an abnormality in electrical components and the suggested event occurred. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to corrosion on the electrical connector. Also, evaluation found the bending section cover adhesive was detached and the electrical connector was corroded due to water leakage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bronchovideoscope had no image during reprocessing. There was no reported patient harm or impact due to this event.